Event description:
It was reported that the customer had low blood glucose levels and was hospitalized. Customer's wife stated that he would probably be in the hospital at least through (B)(6) 2014. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.